Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufacture date: january 24, 2020 to january 28, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, that the photograph showed that the bladder of the device appeared to be empty of solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 5-fluorouracil plus 0.9% normal saline to a total fill volume of 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.